Event description:
It was reported that a pericardial effusion (pe) occurred. During a left atrial appendage closure (laac) procedure, a versacross connect laac was selected for use. At baseline, a small trace pe was noted prior to the start of the procedure. Right femoral venous access was obtained, and heparin was administered prior to transseptal puncture (tsp). During the first attempt, the physician slipped anterior-superior off the fossa ovalis, and the watchman fxd curve access system (was) became entangled in the right atrial appendage (raa) during re-wiring. A second tsp attempt was successful and access to the left atrium was achieved. A non-boston scientific pigtail catheter was advanced into the laa, and contrast injection was performed. A 27mm watchman flx pro closure device and delivery system (wds) was prepared and advanced. The anatomy was described as a posterior windsock configuration and a partial recapture was required for optimal positioning, then it was implanted. During post-deployment transesophageal echocardiogram (tee) assessment, the previously noted trace pe appeared slightly larger and more circumferential (from trace size to mild size). The patient remained hemodynamically stable throughout. Management consisted of continued tee monitoring and additional procedural observation time and did not require intervention. It was a challenging imaging both the rf wire and the fossa. Physician went up 3 different times and the third time they were able to cross. Patient anatomy was very challenging and rotated. Physician was not sure if the effusion was that much worse than what was there prior to the procedure. The act post heparin was 280 and remained therapeutic the entire case. The patient was admitted for monitoring per standard practice and they have been discharge. The patient fully recovered. The device is not expected to be returned for analysis (disposed).

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. A separated report for versacross rf wire is being submitted. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that a pericardial effusion (pe) occurred. During a left atrial appendage closure (laac) procedure, a versacross connect laac was selected for use. At baseline, a small trace pe was noted prior to the start of the procedure. Right femoral venous access was obtained, and heparin was administered prior to transseptal puncture (tsp). During the first attempt, the physician slipped anterior-superior off the fossa ovalis, and the watchman fxd curve access system (was) became entangled in the right atrial appendage (raa) during re-wiring. A second tsp attempt was successful and access to the left atrium was achieved. A non-boston scientific pigtail catheter was advanced into the laa, and contrast injection was performed. A 27mm watchman flx pro closure device and delivery system (wds) was prepared and advanced. The anatomy was described as a posterior windsock configuration and a partial recapture was required for optimal positioning, then it was implanted. During post-deployment transesophageal echocardiogram (tee) assessment, the previously noted trace pe appeared slightly larger and more circumferential (from trace size to mild size). The patient remained hemodynamically stable throughout. Management consisted of continued tee monitoring and additional procedural observation time and did not require intervention. It was a challenging imaging both the rf wire and the fossa. Physician went up 3 different times and the third time they were able to cross. Patient anatomy was very challenging and rotated. Physician was not sure if the effusion was that much worse than what was there prior to the procedure. The act post heparin was 280 and remained therapeutic the entire case. The patient was admitted for monitoring per standard practice and they have been discharge. The patient fully recovered. The device is not expected to be returned for analysis (disposed).

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. Device technical analysis: it was indicated that the device was disposed; therefore, a technical analysis of the complaint device could not be completed. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk assessment: a review of the versacross connect laac access solution risk documentation was completed and confirmed that the event of pericardial effusion was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on the available information, boston scientific has selected the cause code of known inherent risk of device. The information within the event description suggests that the event is anticipated in nature as per the IFU as reported to bsc. The allegation of adverse events are confirmed and are listed within the IFU for the versacross connect laac access solution. The reported allegation of failure to reach location was not confirmed. The device has not been returned to bsc for analysis no media was provided.